Event description:
It was reported that during a trial procedure, a contact sheared off of the lead. The physician believed that the lead broke off when it encountered the bevel of the other needle. The physician was not able to recover the contact left in the patients tissue, but not in the epidural space. The physician planned to remove the contact from the tissue during an implant.

Event description:
It was reported that during a trial procedure, a contact sheared off of the lead. The physician believed that the lead broke off when it encountered the bevel of the other needle. The physician was not able to recover the contact left in the patients tissue, but not in the epidural space. The physician planned to remove the contact from the tissue during an implant. Additional information was received that the contacts left in the patients body was not successfully removed during an implant procedure.

Manufacturer narrative:
Sc-2316-70e (sn: (B)(6)). The returned lead was analyzed and visual inspection revealed that the distal tip and electrode # 1 were separated from the distal array and both were not returned. The cables were exposed at the damaged portion of the lead. With all the information, boston scientific concludes that the allegation of the lead body damaged was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degree.

Event description:
It was reported that during a trial procedure, a contact sheared off of the lead. The physician believed that the lead broke off when it encountered the bevel of the other needle. The physician was not able to recover the contact left in the patients tissue, but not in the epidural space. The physician planned to remove the contact from the tissue during an implant.